Manufacturer narrative:
Device evaluation: the pump has been returned and was evaluated by product analysis on 09/09/2016 with the following findings: during investigation, a visual inspection showed there was moisture in the battery compartment. A leak test was performed and a leak was found at a crack in the battery compartment. The pump was opened and no moisture was found inside the pump.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage with moisture) issue. It was reported that the pump battery compartment was damaged. In addition, it was noted that there was moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.